Manufacturer narrative:
Investigation pending.

Event description:
The issue was initially reported by the distributor representative. The patient's last menstrual period was (B)(6) 2018. The patient received a positive result using a home pregnancy test. On (B)(6) 2018, the patient was admitted as a new patient at the facility to confirm the pregnancy. A urine sample was collected and produced a negative hcg result using a henry schein hcg urine cassette. A serum sample was collected for confirmatory testing and produced a quantitative beta hcg result of 93 miu/ml. Troubleshooting was conducted with the customer. The customer was advised that false negative results may occur when the levels of hcg are below the sensitivity level of the test. Very diluted urine specimens (as indicated by low specific gravity) may not contain representative levels of hcg. When pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
An investigation was performed on retention products for the reported lot number. Manufacturing batch record review did not uncover any abnormalities. Retention products were tested with quality control cut-off standard (25miu/ml), and all devices correctly showed positive results at 3 minutes. No false negative results were observed. This product met quality control release specifications. A root cause could not be determined based on the information provided. Case details indicate the patient had an hcg level of 93miu/ml. Per the product insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. When pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.